Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke and the needle remained in the abdominal wall of the patient. It was unclear if an additional surgical procedure was done to retrieve the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.